Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue and the over sheath was retracted. However, the yoke and ball weld were still covered by the over sheath, the clip was stuck inside the sheath and could not release from the catheter. The physician attempted to manually retract the sheath further but was unsuccessful. According the physician, the blue grip was cut off and then the oversheath could be retracted further and the clip was able to release from the catheter with difficulty. The physician reported that the sheath was 3/4 inch longer than usual. The procedure was completed with this device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
Reported event of clip difficult to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.